Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "startup screen cannot display." There was no reported patient involvement.

Manufacturer narrative:
The device was evaluated by a philips fse and the symptom was further clarified as a black display upon boot up.

Manufacturer narrative:
Failure analysis info: one power pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. Fuse f7 was found open and was replaced. Power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The cause was fuse f7 was open. Power pca passed operational check and defibrillator tests. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.